Manufacturer narrative:
Age at time of event: 18 years or older. It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
During an ablation procedure to treat atrial fibrillation, an intellanav mifi open-irrigated (oi) ablation catheter was selected for use. In the latter half of the procedure, an increase in the catheter temperature was observed and ablation was halted. After inspecting the system, a saline leak was observed due to a crack between the connection of the catheter irrigation port and the tubing of the catheter. The procedure was completed with another intellanav mifi oi ablation catheter. No patient complications were reported and the patient's current condition is fine.